Event description:
A (B)(6) male patient had a cook zenith bifurcated stent graft placed in 2001. Currently, the aaa is 8.5-9cm in diameter. The aortic neck has an unknown diameter and is straight. Vessels were otherwise unremarkable. The zenith stent graft has apparently migrated and is now 1 cm below the renals with a proximal type I endoleak. Another manufacturer's cuff was placed proximally at an intervention on (B)(6) 2011; however, there was still a type I endoleak present, as the cuff was not able to get good apposition to the wall through the cook stent graft. Another manufacturer's stent was then placed proximally to resolve the endoleak. The patient is doing well. The cause of the zenith stent graft migration is unknown.

Manufacturer narrative:
(B)(4): additional procedures are not specifically labeled in the IFU; migration is labeled in the IFU. No product or images were returned to assist in the investigation at this time. The zenith device has completed design control requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to migration, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, proper ballooning sites, follow-up guidelines. Initial repair performed 2001. Follow-up revealed aneurysm growth and inferior migration (approximately 1 cm) of the main body device. Another manufacturer's cuff and stent were deployed and the endoleak was resolved. By report, the cause of the migration is unknown. Without additional information (anatomical determinants, imaging, possible contributing factors, etc) we are unable to determine the root cause and how the complaint device contributed to the event. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk assessment (qera) and the risk associated with the failure mode will remain at an acceptable level with inclusion of the event. Risk mitigation is not required at this time.